Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is 123mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump was monitored for two days and passed the self test and displacement test. No display anomaly was noted.